Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. This emdr represents the bard/davol perfix plug (device #4). Additional emdrs were submitted to represent the five bard/davol perfix plugs (device #1, device #2, device #3, device #5 & device #6). Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of unspecified bard/davol perfix plug (x1) on (B)(6) 2000, perfix plugs (x4) on (B)(6) 2001 and perfix plugs (x2) on (B)(6) 2008. As reported, the patient is making a claim for an adverse patient outcome against six perfix plugs. The implant dates are not identified for the claimed perfix plugs (x6). Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent injuries sustained by the patient." It is also alleged that the patient experienced emotional distress and the device was defective.

Event description:
Attorney alleges that the patient underwent surgery for implant of unspecified bard/davol perfix plug (x1) on (B)(6) 2000, perfix plugs (x4) on (B)(6) 2001 and perfix plugs (x2) on (B)(6) 2008. As reported, the patient is making a claim for an adverse patient outcome against six perfix plugs. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent injuries sustained by the patient." It is also alleged that the patient experienced emotional distress and the device was defective. Addendum: based on allegation of 6 adverse outcomes associated with 7 implanted devices. Dates of implant for the 6 devices was identified as follows; 1 implanted on (B)(6) 2000, 4 implanted on (B)(6) 2001 and 1 (of 2) implanted on (B)(6) 2008.

Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. This emdr represents the bard/davol perfix plug (device #4). Additional emdrs were submitted to represent the five bard/davol perfix plugs (device #1, device #2, device #3, device #5 & device #6). H11: addendum: this supplemental emdr was submitted due to the omission of an implant date that was alleged in the legal claim. Updated fields: b5, d6, g7, h2 and h10. Should additional information be provided a supplemental emdr will be submitted. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.